Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheter was giving infections to the patient. It was noted that the patient had been using this purewick products for less than 90 days. It was unknown what medical intervention was provided for infections.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible ". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " warnings: discontinue use if an allergic reaction occurs. Precautions: ¿ not recommended for patients who are: experiencing skin irritation breakdown at the site ¿ always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: ¿replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. ¿assess device placement and patient¿s skin at least every 2 hours". The device was not returned.

Event description:
It was reported that the purewick female external catheter was giving infections to the patient. It was noted that the patient had been using this purewick products for less than 90 days. It was unknown what medical intervention was provided for infections.